Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned incorrect test strip lot. - unable to test most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 74 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is approximately two to three weeks ago. The meter memory was reviewed for previous test result history: (B)(6). She is very informed and very specific about her meter, her medication and how she has not changed her medication or diet. She takes her blood 3 times a day, as fasting then before dinner and at bedtime, usually unless she feels something is not correct and then may do an extra blood or 2.